Manufacturer narrative:
An event regarding crack/fracture involving a mako impactor was reported. The event was confirmed. Device was not returned however, visual inspection of the provided images noted that impactor was fractured. Some scratches were also observed on the device. Visual, dimensional, functional & material analysis could not be performed as the device was not returned. Medical records received and evaluation: not performed because no medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. It was reported that blue tip on tibial impactor broke off during impaction at end of case. The event was confirmed as per visual inspection of the provided images which noted that impactor was fractured. Some scratches were also observed on the device. The root cause could not be determined because the device was not returned for evaluation and insufficient information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Blue tip on tibial impactor broke off during impaction at end of case. The case was successfully completed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Blue tip on tibial impactor broke off during impaction at end of case. The case was successfully completed.